Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The customer reported that during a procedure, the customer attempted to inflate the cuff, the cuff did fill up, but did not stay full. The possible harm associated with this event is blood loss and if this type of malfunction were to reoccur during a bier block procedure, it could pose the risk of systemic exposure to local anesthetic. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.

Event description:
The customer reported that during a procedure, the customer attempted to inflate the cuff, the cuff did fill up, but did not stay full. The possible harm associated with this event is blood loss and if this type of malfunction were to reoccur during a bier block procedure, it could pose the risk of systemic exposure to local anesthetic. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.